Event description:
Caller reported mobile blood glucose results of 15.8 mmol/l, 6.2 mmol/l, 10.8 mmol/l, and 8.3 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).